Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the mixer assembly, 16 (rohs) needed to be lubricated. Service oiled the part, determined the mixer assembly, 16 (rohs) and the mixer the likely causes of the issue. No additional discrepant result issues have been reported since the service activity. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c16000 did not identify any trends. A review of tracking and trending for the mixer and the mixer assembly, 16 (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 for serial (B)(6),the mixer, or the mixer assembly were identified.

Event description:
The customer observed falsely elevated co2 results generated on the architect c16000 processing module for two samples due to the mixer 1a crashing. The architect continued to run and complete results after the mixer had crashed which generated error code 5709. The following example data was provided (repeat testing was completed on another architect): sid (B)(6) initial result = 30 mmol/l, repeat = 23 mmol/l. Sid (B)(6) initial result = 30 mmol/l, repeat = 25 mmol/l. The error code was only seen on the instrument screen and not with the patient results. No impact to patient management was reported.

Event description:
The customer observed falsely elevated co2 results generated on the architect c16000 processing module for two samples due to the mixer 1a crashing. The architect continued to run and complete results after the mixer had crashed which generated error code 5709. The following example data was provided (repeat testing was completed on another architect): sid (B)(6) initial result = 30 mmol/l, repeat = 23 mmol/l. Sid (B)(6) initial result = 30 mmol/l, repeat = 25 mmol/l. The error code was only seen on the instrument screen and not with the patient results. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.